Event description:
During baxter's functionality testing of a spectrum pump, it displayed a false upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom which was not reproduced due to a constant reload set message. The upstream occlusion messages were confirmed through the history log. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.